Manufacturer narrative:
The customer collected the accutni sample in greiner lithium 3000g (gravity) at 22 degrees celsius. The customer noted that the sample was very small and turbid in appearance. The accutni quality control (qc) was within the customer's established ranges prior to the event. The customer performs qc twice per day and routine system checks have been within limits. The field service engineer (fse) was dispatched. The fse performed a high sensitivity system check which passed within instrument specifications. In addition, the fse performed a five replicate precision test for accutni which passed within the expected precision of the assay. There was no hardware issues noted. Although sample quality may have been a contributing factor, a definitive root cause has not been determined for this event. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.

Event description:
The customer reported obtaining erroneous accutni result in the risk stratification range on one pt when using unicel dxc 600i synchron access clinical system. Erroneous test results were reported out of the laboratory. Subsequent testing produced a result in the normal reference range as did an alternate methodology. No reports of death or serious injury, and no affect to pt treatment as a result of this event.